Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in right main bronchus during an endoscopic dilatation procedure of trachea to treat stenosis performed on (B)(6) 2025. During the procedure, following ablation of the right main bronchus, the balloon burst unexpectedly when inflated to 3 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.